Event description:
It was reported that this right ventricular lead was an attempted implant. The helix would not extend properly, leading to dislodgement, and it was observed that the impedance was greater than 4,000 ohms. The procedure was successfully completed after exchanging the lead. The patient remained hospitalized for observation. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.